Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with inset 32" infusion set, with glucose reportedly peaking at approximately 300 mg/dl for a couple of hours after unannounced intake of cookies and taquitos within four hours of a prior meal announcement, and with prior pizza consumption noted; the device reportedly issued alerts for glucose above 300 mg/dl for over 90 minutes, and no back-up therapy or ketone testing was used. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no need for medical intervention, hospitalization, or external assistance. Investigation included customer support review and troubleshooting with education on consistent meal announcements during the initial learning phase. Investigation of this case revealed user-related use error associated with a missed meal announcement, with no device malfunction reported or suspected. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to missed meal announcement.